Event description:
It was reported that after a lap anterior resection of the sigmoid colon procedure, the anastomosis was not complete on post op day two. The anastomosis was 11 cm from anocutaneous line. During the initial procedure, the stapler was closed very tight; approximately ¼ revolution until full closure. There was no conspicuous or ominous noise before, during or after firing. The tissue donuts were perfect. A leak test with air was performed and was negative. The surgeon stated that the staples were formed properly. The stapler worked as intended. Postoperative anal bleeding occurred without revision. Patient has left the hospital.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.the manufacturing records were reviewed and no discrepancies were found during the manufacturing process.